Event description:
The cuff came undone from catheter. Cuff was extracted out of patient with no harm to patient.

Manufacturer narrative:
The complaint of a detected cuff was confirmed, but the exact cause is unknown. It was reported that the cuff separated from the tubing, but it is unknown when the separation occurred. It is possible that the cuff detached during removal or while the catheter was implanted. It is unknown if the catheter was tunneled. Initial resistance may be met as the cuff first enters the tunnel. The product IFU cautions, "when tunneling, the catheter must not be forced." The IFU also states, "after tissue grows into the surecuff tissue ingrowth cuff (2 to 3 weeks), catheters can be removed from the subcutaneous tunnel using one of several methods. The method used will depend upon physician preference and the amount of tissue/cuff ingrowth that is present. Surgical removal may be necessary to prevent breaking the catheter if the catheter does not dislodge easily with traction or if there is no definite suture site information." No defects related to the manufacturing process were noted on the complaint sample. A chr of lot #retj0202 showed no other similar product complaint(s) from this lot number.